Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). The ventilator was investigated on site and the oxygen gas module, the air gas module and the pressure transducer printed circuit board (pcb) were replaced and returned for investigation. The reported failure in the gas supply test and the pressure transducer test during pre-use check were reproduced during simulated use test of the returned oxygen gas module, air gas module and pressure transducer pcb in a ventilator. The failures were caused by a defective supply pressure transducer on a printed circuit board inside the air gas module and oxygen gas module. There was also a defective pressure transducer on the pressure transducer pcb. The supply pressure transducer is part of the flow measuring in the gas module. The failure of the supply pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The pressure transducer is part of the pressure measuring of the expiratory pressure. The failure of the pressure transducer leads to inaccurate pressure regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The received device logs confirm the reported event. Since we could trace back the reported problem to (B)(6), the date of event was determined to be (B)(6) 2018.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed the gas supply test and pressure transducer test. There was no patient involvement. (B)(4).